Manufacturer narrative:
Follow up 01: the date of event and date of awareness for this event if (B)(6) 2021. Bec internal identifier (B)(4).

Manufacturer narrative:
Patient information is not applicable. There was no impact to patients as a result of this event. To resolve the issue the fse replaced the tarpon amp boards at the fl3 and fl4 locations. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier (B)(4).

Event description:
While on site for an unrelated service visit, the field service engineer (fse) observed tarpon amp board failures on the customer's fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.